Manufacturer narrative:
Ni

Event description:
Report received revealed that during a percutaneous transluminal angioplasty to the superficial femoral artery (sfa), there was deployment difficulty, partial deployment and inaccurate stent placement. The lesion was calcified with 95% stenosis and not predilated. The vessel was not tortuous. The product was prepped and used following the instructions for use (IFU). The stent delivery system (sds) was positioned over the lesion. Attempts to deploy the stent were made, however, the stent started to partially deploy prematurely. Physician noted that perhaps the sds pulled back out of the tight lesion and then as the stent was deploying, it may have met resistance against the proximal edge of the lesion causing the stent to start deploying in the wrong position. Therefore the physician decided to retrieve the stent with the sds. Thereafter the patient received balloon angioplasty and a different stent to end procedure successfully. There was no adverse consequence to the patient. This product will be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.